Event description:
It was reported that the customer experienced frequently no or intermittent button response, particularly with the act button. The customer's blood glucose was unknown. The customer stated that the insulin pump was not dropped or exposed to moisture. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Asked customer to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.